Event description:
Product was used to treat a facial laceration on patient. Some of the product ran into the patient's eye and the eye and the lid and lash were bonded. No indication of medical intervention or evaluation during the event. Product was not returned. No indication of preventive measures being taken prior to use.